Manufacturer narrative:
Instructions for use are provided with this product which include specific cautions and warnings on needle dislodgement as well as diagrams of recommended taping procedure. Info provided by the user facility is insufficient to determine the cause for this event or to confirm the reported blood loss. However, the facility stated there was no problem with the needle itself. This event is believed to be due to either incorrect taping by facility staff, or pt movement.